Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the wife that the patient underwent a bilateral inguinal hernia procedure in (B)(6) 2014 and mesh was implanted. The patient has been experiencing pain and underwent several procedures after the initial surgery. The patient had an MRI and the doctor felt that the patient may have had a nerve entrapment and needed a nerve block, which did not seem to help. The patient is going to a pain management doctor to have etoh placed in the cavity to decrease the pain. A second urologist also suggested exploratory surgery to evaluate the right side.